Event description:
On (B)(6) 2026, a patient underwent a CT guided kidney biopsy procedure through normal tissue density by using maxcore instrument. During the procedure, it was reported that the firing button got stuck but still can be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were received and reviewed. The first photo shows a maxcore device in its initial position with protective tube placed on the table. The second photo shows a maxcore device in its initial position without protective tube along with product label information which does match and verifies with tw. The third photo shows two maxcore devices in its initial position without protective tube placed on the table. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.